Event description:
Device issue: shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that while trying to advance the xience v stent delivery system (sds) through the pt's calcified lesion, the proximal shaft of the xience v broke. This occurred while outside the pt anatomy. A second xience v sds was advanced and used in the procedure without incident. There was no reported pt effect. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted the stent implant was stationary on the tightly-folded balloon between the markers and had no noted damage. There were no kinks to the inner member or tip, and the tip length and stent outer diameters both met manufacturing criteria. Analysis also noted that the hypotube and jacket were separated distal to the strain relief tubing, confirming the reported shaft detachment. The fracture faces were oval-shaped as if kinked prior to separation, and the material was stretched at the separation. There were also two other kinks, which were not reported, near the shaft separation. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. As there were no reported shaft kinks during inspection prior to use, it is likely that these kinks occurred during the procedure. Failure to advance can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Based on the reported info, the heavily calcified lesion likely contributed to difficulty advancing which, in turn from the resistance, may have contributed to a shaft kink or bend and eventually the reported shaft detachment. In this case, the reported failure to advance, shaft detachment and noted shaft kinks appear to be related to the operational context of the product, and there is no indication of a product quality deficiency. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot. All stent delivery systems are 100% visually inspected for kinks and stent damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.